Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of device history identified prolonged loss of cgm connection beginning on 23-mar-2026, after which insulin delivery stopped due to lack of sensor data. Additional review identified insulin delivery was subsequently paused for approximately 24 hours. The user and caregiver confirmed the sensor had expired and fingerstick glucose values were not entered into the device, and the infusion set was not changed despite rising glucose levels. Based on available information, the event is attributed to user error involving failure to maintain cgm therapy and prolonged interruption of insulin delivery. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 16-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.